Event description:
It was reported that during intra-aortic balloon (iab) therapy, on an ami(acute myocardial infarction) patient , blood was noted in the iab. The iab was removed and therapy was discontinued. No patient injury was reported.

Manufacturer narrative:
The iab was returned cut in two parts with the membrane completely unfolded and traces of blood found on the exterior and interior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 43.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was found on the catheter tubing approximately 25.1cm from the y-fitting. The evaluation confirmed the reported problem. The penetration found in the catheter tubing appears to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, on an ami(acute myocardial infarction) patient , blood was noted in the iab. The iab was removed and therapy was discontinued. No patient injury was reported.